Event description:
Information received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The hill-rom technician adjusted the trend limit switches to repair the bed.